Event description:
It was reported the patient was shocked when the nurse interrogated the device with the n'vision programmer. The nurse was pressing the "p" button. The patient indicated being overstimulated during previous programming session. It was suggested that the patient may have some concurrent psychological issues.